Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple intermittent occlusion alarms occurred during bolus delivery. The customer resumed insulin delivery and delivered boluses. The customer's blood glucose was 244 mg/dl.